Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. A guidewire was running through the device. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was returned in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection. No issues were noted. The drive shaft coil and sheath were inspected and there was no damage noted. The guidewire was removed with no resistance encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as:2134265-2014-07699. Reportable based on device analysis of the related complaint completed on 25nov2014. It was reported that the burr was stuck with the rotawire. A 1.75mm rotalink¿ plus and an unspecified rotawire were used to treat a severely calcified target lesion. During withdrawal, the burr got stuck with the wire. The procedure was completed with this device. There were no patient complications reported and the patient's status was good. However, device analysis of the related complaint revealed that the wire was broken.